Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 2012, patient had a wright medical artificial hip implanted in the right side of his body in a procedure known as a total hip arthroplasty (tha). Patient's (B)(6) 2012 hip implant surgery was performed at geisinger bloomsburg hospital, bloomsburg, pennsylvania. After his initial recovery from the (B)(6) 2012, hip surgery, for several years patient's wright medical artificial hip performed as expected, and the pain and disability patient had experienced in his right hip prior to his (B)(6) 2012, hip replacement surgery had been substantially relieved. On or about (B)(6) 2020 patient was told that he suffered a broken screw holding the dynasty cup, leading to mechanical loosening of the cup and right hip pain, and that it was advisable that he undergo surgery to remove the dynasty cup and screws and replace and refix the cup and fixation screws(it is not indicated which screw was broken since patient had 3 screws implanted. Also, it has not been indicated which cup and screws were used to replace the dynasty cup and screws). While replacing the aforementioned cup on (B)(6) 2020, surgeon observed that the profemur®plus cocr modular neck was well connected to the conserve® neck sleeve, but easily came apart from the stem, and was slightly oxidized. The morse taper and the calcar modular portion were cleaned of oxidation and the original stem, neck and femoral head were impacted together resulting in solid fixation. Patient had a dislocation and further events including issues with the neck and further revision surgery . These events are captured under microport orthopedics incident group number: (B)(4).